Manufacturer narrative:
The accu-chek active meter is the suspect device.

Event description:
Pt reported that the active system generated a result of "lo" (< 10 mg/dl) without having first applied blood or control solution to the test strip. Pt did not modify therapy based on this result. No pt injury was reported and no treatment was received. The unexpected result was obtained in pt's home. Technical support requested the return of the suspect product and replacement product was shipped. Active system: meter, active strip lot 22950532 with expiration date 03/31/2008.